Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
The catheter was suspected of not being patent; during a new implant procedure the catheter was not showing (cerebrospinal fluid) csf flow. Various attempts to get csf flow were not successful including tilting table, valsalva maneuver, and aspirating from the catheter with a 25g needle. There was good csf flow from the touhy needle therefore the catheter was suspected. Dye was then injected through the catheter which did not show it was intrathecal. Due to the trauma that might have been caused to the catheter during this, the managing doctor felt a new catheter was the best option for the patient's outcome. The catheter was removed and saline was flushed through the catheter and there did not appear to be any occlusion. The device was never implanted. A new catheter was used and there was good csf flow at the needle, through the catheter, after anchoring, and after connecting to the pump. The issue seemed to be resolved with the second attempt. The manufacturing representative did not visualize any csf leak at the initial site. There was no drug in the pump at the time of the event and the catheter will not be returned because it was discarded. There were no patient symptoms reported and the patient status at the time of this report was "alive -no injury." If additional information is received, a follow-up report will be sent.